Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: patient with history of deep venous thrombosis and pulmonary embolism was scheduled for inferior vena cava (ivc) filter placement. Placement was via the right common femoral vein. A venogram confirmed a normal caliber inferior vena cava and proper placement of an ivc filter in the infrarenal inferior vena cava. Approximately five years post ivc deployment, a lung scan performed for shortness of breath demonstrated a pulmonary embolus felt due to subtherapeutic inr. Approximately seven years and three months post ivc deployment, a nuclear medicine/lung scan demonstrated a small mismatching defect within the right lung which was in keeping with an intermediate probability for a pulmonary embolism. The current condition of the patient and that of the filter are unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years post ivc deployment, a lung scan performed for shortness of breath demonstrated a pulmonary embolus. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. The investigation is inconclusive for any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012); (manufacturing date: 11/2009); ((B)(4)).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced deep vein thrombosis, chronic obstructive pulmonary disease, cellulitis, trial fibrillation and ventricular contractions. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced shortness of breath. However, the current status of the patient is unknown.